Manufacturer narrative:
This report is being supplemented to provide additional information including further information provided by the customer and the legal manufacturer's final investigation. Additionally, the following fields were updated: h4 and h6. According to the customer, the issue was observed during preparation for use, no errors were displayed. There was a delay of about 3 minutes in starting the procedure and the procedure was completed using the same device. No patient harm was reported. The customer confirmed that they were not hot swapping the scopes but noted that the thicker cable in the back that connects the light source to the data processor seemed loose. The customer was advised that this could be the cause of the reported issue and to reseat the cable while the machines are off and to tighten the screws that secure the cable connection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, as the device was not retuned for evaluation, a definitive root cause for of the reported issue where ''when swapping scopes, the monitor takes around two to five minutes to update with the new scope'' could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, that when swapping scopes the monitor takes approximately 2-5 minutes to show what is need on the video system center screen. There were no reports of patient harm.